Event description:
It was reported that the device intermittently locked up during power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio isolated the cause for the intermittent malfunction to be failure of the single board computer on the system pcb assembly. Physio replaced the system pcb assembly to repair the device. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.